Manufacturer narrative:
The insulin pump had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low reservoir alarm due to unresponsive button. No unexpected numbers ramping/scrolling during testing. Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 126 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.